Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that during follow-up the day after implant there was atrial undersensing. When the implantable pulse generator (ipg) and lead revision was scheduled there was blood found in the connector block of the ipg. It was decided to explant and replace the ipg. No patient complications have been reported as a result of this event.